Manufacturer narrative:
Note: product reference 4430387 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite t301p reference 4430387 from batch 36972884. Device history record batch record number 36972884 was reviewed: it was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported from this batch released in december 2020. Summary of investigations the examination of the returned device is still ongoing. No x-ray picture was transmitted for review. Information review: the device was implanted less than two months via the subclavian vein. Complaints database review: the complaint database was verified: no increasing trend for this type of incident was highlighted. Raw material historical review: the batch record of catheters included into the impacted device kit was verified: batch is compliant with the defined specifications and no discrepancy was observed. The raw material used for catheters' manufacturing was also compliant upon receipt. Root cause: without the examination of the involved sample and x-ray pictures, no root cause can be identified. Conclusion: without the complaint sample examination and x-ray pictures, it is not possible to determine the exact root cause of this incident. However, the batch history review did not actually reveal any failure during the manufacturing process. When further elements will be available to complete the investigation, we will update this complaint. This type of incident is well known and documented in the literature following access port implantation. Such event remains rare; no corrective action is envisaged for the moment.

Event description:
"Unfortunately, after implanting item 4430387 port celsite t301p, the tube broke after a few weeks and the system had to be removed at great expense."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite t301p reference (B)(4) from batch 36972884. Device history record batch record number 36972884 was reviewed: it was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported from this batch released in december 2020. Summary of investigations: a catheter was received for investigation. The completed form and medical report were transmitted for investigation. - information review: the device was implanted less than two months via the subclavian vein. - visual inspection of the returned device: the catheter received is the distal part of the catheter. It measures around 18cm. The rupture facies are ovalized. It suggests that the catheter has been angled/pinched at this level. The rupture facies are irregular and rough aspect; this means that the material was torn at this level, leading to the complete fracture. - dimensional measures: the internal and external diameters of the catheter were verified. The dimensions indicate that the catheter received is not a type p catheter, but rather a type f catheter. This suggests that the product reference provided in the complaint is incorrect. Without the access port housing, it is not possible for us to determine the exact reference and batch number of the returned device. -complaints database review: the complaint database was verified: no increasing trend for this type of incident was highlighted. -raw material historical review: the batch record of catheters included into the impacted device kit was verified: batch is compliant with the defined specifications and no discrepancy was observed. The raw material used for catheters' manufacturing was also compliant upon receipt. Root cause: without x-ray picture, the root cause cannot be definitively identified. However, based on the examination of the sample, it appears that the catheter rupture may be due to the acute angle created by the implantation trajectory. IFU specifies "to ensure that the system works correctly, there should be no kinking of the catheter. " conclusion: without the x-ray pictures, it is not possible to determine the exact root cause of this incident. Additionally, the reference of the implanted access should be verified to ensure it corresponds to the catheter type received. If further elements become available in the future, we will reopen this complaint for further investigations. This type of incident is well known and documented in the literature following access port implantation. Such event remains rare; no corrective action is envisaged for the moment.

Event description:
"Unfortunately, after implanting item 4430387 port celsite t301p, the tube broke after a few weeks and the system had to be removed at great expense."